Event description:
A medtronic representative reported that during a post op spin two screws on two different sides were less than 1mm lateral. The surgeon pulled the screws out and re-directed them correctly using a c-arm. The surgeon was using the universal drill guide (udg) to make the initial hole for screw insertion. No negative impact to the patient was reported.

Manufacturer narrative:
The patient age and weight were not provided by the site. A medtronic representative went to the site to test the equipment. O-arm and s7 navigation system checkout was performed with no issues found. The reported event could not be duplicated by onsite medtronic personnel. Training with the surgeon was performed and the training rep learned that the surgeon was not using the instruments correctly. The software investigation found that the software functioned as designed.

Manufacturer narrative:
Patient date of birth and approximated weight provided.